Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified one curved opening, a sharp broken plug strap and flat creases. A microscopic analysis and leak test were performed which identified one curved striated opening and a sharp broken plug strap. Based on the device analysis the final assessment is: a sharp broken plug strap assessed as an unidentified (tear) opening. Also observed was one striated opening in the side posterior assessed as surgical damage.

Event description:
Patient reported left side "implant is hard." Healthcare professional reported left side capsular contracture, baker grade unknown and an "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, "implant is hard," and "exchange from textured to smooth breast implants due to the patient¿s concern with the product".

Event description:
Patient reported left side "implant is hard." Healthcare professional reported left side capsular contracture, baker grade unknown and an "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device remains implanted.